Manufacturer narrative:
D10: 300-01-11 - equi, hum stem primary, press fit 11mm (B)(6), 300-10-15 - equi replicator plate 1.5mm o/s (B)(6), 300-20-02 - equi square torque define screw drive kit (B)(6), 310-01-44 - equi, humeral head short, 44mm (alpha) (B)(6), 314-13-33 - equi cage glenoid m, post aug, right (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 years and 24 days post the initial right total shoulder arthroplasty, the patient presented with a rotator cuff tear and was revised. The surgeon left the stem in-situ and extracted the glenoid, replicator plate, and anatomic head. The patient was converted to a reverse total shoulder replacement. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.